Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received in the not deployed position. The bottom battery voltage was measured to be below the expected. The download data contains timeouts with drive stalls. No hazard alarms were observed. The pod was rerun twice and the data was downloaded. During the first rerun, the pod generated an 0x10 alarm, indicating reset caused by sawcop expiration. The pod generated an 0x10 alarm again during the second rerun. The insufficient battery voltage resulted in the drive stall observed in the data. Inspection of the needle mechanism and drive mechanism assembly found no damages or manufacturing deficiencies that would result in the cannula being unable to deploy. The shelf mode current was measured to be within specification. The insufficient battery voltage prevented the pod from deploying.